Manufacturer narrative:
The hba1c reagent lot number was 76516801, with an expiration date of 31-mar-2025. The last calibration performed on (B)(6) 2024 showed errors. The provided quality control data showed a high bias. The field service engineer found build-up/clot material on the tip of a probe and in a wash station. The wash station and probe were cleaned. Mechanism checks were successful. Air purges were performed. Precision studies were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 503 analytical unit. The customer noted they were also having issues with unstable quality control recovery for hba1c. The patient sample initially resulted in an hba1c value of 9.1 %. A new sample was collected from the patient and tested on (B)(6) 2024, resulting in an hba1c value of 6.1 %, so the physician questioned the result of the complained sample. The complained sample was repeated and it resulted in an hba1c value of 6.2 %. The repeat value was deemed correct.